Manufacturer narrative:
E1: complainant city: (B)(6). Complainant country: united kingdom. Name of hospital: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The tissue viability nurse (tvn) reported and advised that they had an end user who arrived to have their dressing changed. The company¿s known dressing was applied straight after surgery at the hospital. Tvn reported that the dressing was extremely difficult trying to remove as it appeared to be well stuck and very sticky. It was stated that the end user was in a lot of pain and distress while this was being removed. As a result, the skin around the wound was very red and sore but the wound seems to be fine. The product was used by patient. No photo is available at this time.